Event description:
It was reported that the arctic sun device was having low flow alarms out of the box during setup. A check of the diagnostics in bypass mode showed that bypass flow was as high as 2.6 lpm, which caused the bypass valve to shut and flow to drop to zero and alarm. Mis discussed that it was indicative of an incorrectly adjusted bypass valve. Per work order update on 27jan2023, this was a new device an out of box failure, no patient involvement. Device was coming in to depot, a packaging kit has been sent to customer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be not following operating instructions. However, this cannot be confirmed. Confirmed low flow alarm in patient data during manual therapy mode and during assessment testing after the loops were removed while the pump was running. The root cause of the alarms was determined to be zero flow. The root cause of the zero flow is inconclusive. Operator error is suspected. The only way to duplicate the patient data flow alarms during assessment testing was to remove the pads/shunts from the fdl while the circulation pump was running in non bypass manual therapy mode without first stopping the therapy or performing an empty pads. This was duplicatable on several test units. After removing the shunt from the fdl pressure rose slightly above 7.0 psi and then dropped to just around 6.0 psi and the flow stopped even with the circulation pump still running at 100%. Bypass mode never initiated in this scenario. Only when the stop therapy or empty pads was initiated and restarted did bypass initiate. A stop therapy or empty pads must be done before removing pads or shunts. No repairs were made. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "interrupt therapy for patient transport. From the normothermia therapy or hypothermia therapy screen, press the stop button to terminate water circulation to the pads. Press the empty pads button, and follow the instructions on the screen to purge the pads of water. Disconnect the pads from the fluid delivery line". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was having low flow alarms out of the box during setup. A check of the diagnostics in bypass mode showed that bypass flow was as high as 2.6 lpm, which caused the bypass valve to shut and flow to drop to zero and alarm. Mis discussed that it was indicative of an incorrectly adjusted bypass valve. As per work order update on 27jan2023, this was a new device an out of box failure, no patient involvement. Device was coming in to depot, a packaging kit has been sent to customer.